Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at the third-party bench repair service, it was discovered that the touchscreen drifts out of calibration during usage. As the issue was discovered while the device was removed from service, there was no patient involvement. No patient or user health consequences or impact occurred.